Event description:
The patient reported that their stimulation occasionally surges, and they have to decrease the stimulation when that happens. The patient stated that they have had multiple reprogramming sessions to address the surging issue. The patient noted that her therapy for nerve damage is in the same leg that they happen to have a knee replacement on. The patient mentioned that the surging will sometimes cause them to buckle and fall; they fell last month and injured their knee, and now needs a knee replacement on their other knee. The fall that caused injury to the patient's knee occurred in (B)(6) 2016. It was noted that the surging issue has been occurring since the patient was implanted. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.